Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-02057. The pt rec'd two percutaneous leads (from the same lot) as part of his scs system. It was reported the pt had redness and swelling at the incision site in his back. The physician removed the pt's scs system on (B)(6) 2012 and also noted infection at the ipg site. Culture results showed staphylococcal infection and the pt was treated with oral antibiotics. F/u indicated the pt's condition had improved and the wound was clean, dry and intact.